Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with obesity, mitral valve stenosis, aortic kinking, an aortic aneurysm and a severely calcified native valve in a horizontal position, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Following implant, the delivery catheter system (dcs) was withdrawn from the annulus. The valve dislodged up, and was positioned partially within the annulus and partially within the coronary sinuses. The valve was snared up, and immediately following, it was reported that the patient's blood pressure dropped. The patient was intubated and cardiopulmonary resuscitation (CPR) was initiated. The patient stabilized and an ultrasound revealed an aortic dissection. The dissection originated directly at the annulus and extended into the ascending aorta and aortic arch. The procedure was converted to a surgical repair. The dissection was repaired, the valve was explanted, an aortic valve replacement was performed along with an ascending aorta replacement with a partial arch replacement. The operation was reported to have been successful and the patient was transferred to the intensive care unit (ICU). Per the physician, the dissection was likely caused by snaring of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review. The valve was not returned to medtronic, so no product analysis could be performed. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and several others. In this case, the delivery catheter system (dcs) was withdrawn and a pre-implant balloon aortic valvuloplasty (bav) was performed. Dislodge events are typically not related to a device malfunction. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. The reported dissection was a likely contributing cause to the hypotension, as when the valve was moved up after dislodgement and immediately following, it was reported that the patient's blood pressure decreased. Vascular injuries such as dissection, are known potential adverse patient effect per the evolut system IFU and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Snaring may be a potential cause of dissection as the evolut IFU states, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Per the physician, the dissection was likely caused by snaring of the valve. A device history record review is not required as the event description does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device malfunction occurred. Updated data: g1, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.